Event description:
Customer service rep at the distributor's office, was examining the device. When she put the protective cover back on the tip of the chisel she was injured. Tip went through the cover, which she believes was already slit. She describes her injury as "non life threatening, similar to a paper cut". There was potential for greater harm.

Manufacturer narrative:
To date the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based on the reported information.